Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a vent inop condition; air valve liftoff failure. No patient involvement/harm.

Manufacturer narrative:
Resolution and disposition: the manufacturer's field service engineer replaced the blower assembly to resolve this issue.